Event description:
It was reported that the sheath of the device broke. The nitinol wire was advanced between graft strands. A 10mm graft and tibial tunnel had been prepared. A 9mm graftbolt dilator was impacted and determined to be sufficient. The 9mm sheath was introduced and upon insertion/malleting, it was observed that it broke. A portion of sheath was retrieved; the distal tip was not. Tibial fixation was completed by using a 10x23 mm biocomposite if screw. Upon diligent inspection inside the joint, no sign of the remaining implant was seen and it was determined it was fixated in the tibial tunnel. Surgery was successfully completed. This was an acl reconstruction.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The findings of the investigation for the returned devices which included the screw and part of the sheath showed that the sheath is broken off approximately 0.92" from the proximal end. There is no visual non-conformance to the screw. The actual cause of the event is undetermined. The most likely cause(s) of the event may include not inserting the inserter completely into the sheath so that the tip of the inserter is entered through the distal tip of the sheath or improper guide wire placement. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.